Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen became unresponsive in several areas, with the user only able to unlock the device, and inspection confirmed a cracked screen on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture consistent with physical damage to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The user was advised that the device would no longer be watertight and received education on management and data syncing.